Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to surgery date. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The reported treatment could be identified in the logfile. The surgeon missed vacuum one once and vacuum two seven times during the docking process/before the treatment. Suction ring was docked twice, patient interface were docked eight times on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value. The treatment of the patient's left eye was finished successfully. No deviation between planned and performed energy is detectable for the reported treatment. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. The root cause could be determined as user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the creation of the flap, a gas bubble appeared resulting in an incomplete cut (partially uncut section near the hinge) in the patient¿s unknown eye, during lasik surgery.